Event description:
A 14mm x 47 cm presidio microcatheter was attempted to be placed within the aneurysm, but this device broke within the catheter on attempting to pull it back and redeploy it, so this device was not deployed. All pieces were contained in the guide and were removed when the guide was withdrawn. A presidio-18 13mm x 43 cm was then prepared but this device was contaminated in the preparation therefore this device was also not deployed. A presidio-18 15cm x 50 cm microcoil was successfully deployed. The procedure was completed without further incident, and the patient tolerated the procedure without injury.

Event description:
A 14mm x 47 cm presidio microcatheter was attempted to be placed within the aneurysm, but this device broke within the catheter on attempting to pull it back and redeploy it, so this device was not deployed. All pieces were contained in the guide and were removed when the guide was withdrawn. A presidio-18 13mm x 43 cm was then prepared but this device was contaminated in the preparation therefore this device was also not deployed. A presidio-18 15cm x 50 cm microcoil was successfully deployed. The procedure was completed without further incident, and the patient tolerated the procedure without injury.